Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address dislocation. Update february 16, 2017: examination of the returned device identified it as an fixed back style insert. There is significant wear on the posterior edge of one of the condyles (orientation unknown.

Manufacturer narrative:
Examination of the submitted device found damage indicating disassociation from the mating tibial tray. Although the conclusive root cause of the disassociation is unknown, damage to the insert suggests preferential loading of the femoral component onto the tibial insert which was a possible contributing factor. No evidence was found indicating product error was a contributing factor to the disassociation and the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.